Event description:
It was reported that balloon rupture occurred. The 18mm x 2.5mm, 80% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending artery (lad). Predilation was not performed. A 2.00mm x 15mm maverick² balloon catheter was selected and advanced to treat the target lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. It was noted that there was no hole and no piece of balloon detachment inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. There were multiple hypotube kinks. Magnified inspection revealed shaft damage/twist at the exit notch. The device was soaked in a water bath to loosen the contrast prior to functional testing using an inflation device filled with water. The device was inflated and a balloon leak was noted. Examination under magnification revealed a balloon pinhole over the edge of the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 18mm x 2.5mm, 80% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending artery (lad). Predilation was not performed. A 2.00mm x 15mm maverick 2 balloon catheter was selected and advanced to treat the target lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. It was noted that there was no hole and no piece of balloon detachment inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.